Event description:
It was reported that during a da vinci prostatectomy procedure, a broken endowrist was identified on the cadiere forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(6) 2014, intuitive surgical inc. (Isi) contacted the initial reporter and obtained clarification regarding the reported event. The cable was reported broken.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.